Event description:
It was reported that during implant attempt, after multiple repositionings the helix could not longer be extended or retracted. The lead was not used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt, after multiple repositionings, the helix could not longer be extended or retracted. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood noted on distal conductor, helix mechanism, and helix mechanism (sleeve head); full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) tip seal problem; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) shaft seal out of position, and blood noted on conductor and helix; the analyst noted that the shaft seal in the tip of the lead is slightly out of position toward the distal end. This may have contributed to the helix's inability to extend or retract; however, with multiple variables affecting the helix functionality, this has not been confirmed as the causal factor; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, after multiple repositionings, the helix could not longer be extended or retracted. The lead was not used. No patient complications have been reported as a result of this event.